Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a malfunctioned printer and the helium tank assembly had a malfunction. It is unknown under which circumstances the event occurred or if a patient was involved.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a malfunctioned printer and the helium tank assembly had a malfunction. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.

Manufacturer narrative:
Additional information: e3 is unknown (initially it is submitted as "other healthcare professional"). It was reported that the cardiosave intra-aortic balloon pump (iabp) had a malfunctioned printer and the helium tank assembly had a malfunction. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported. A getinge field service engineer evaluated the unit and found the printer was working with no issue after rebooting. In order to fix the issue of helium related malfunction he replaced high pressure helium regulator (d103-00-0637) and yolk assembly, pressure transducer (d682-00-0092-01). Unit passed all calibration, functional and safety tests performed. Unit was returned to customer and cleared for clinical use. The defective components were received for further investigation. The national repair center verified the helium pressure and yolk assembly had a cross threaded screw set. The nrc verified the failure of the yolk assembly failure "cross threaded screw set". Nrc to send the yolk assembly to the sustaining engineering for further evaluation per procedure (B)(4) rev aj. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.